Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by seminars in arthroplasty, titled ¿prosthetic humeral head center of rotation shift from ideal is associated with inferior clinical outcomes after anatomic total shoulder arthroplasty¿. The study reviewed eighty-seven (87) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and univers pe pegged glenoid (arthrex) or univers vaultlock (arthrex) to address primary osteoarthritis. During the thirty-eight (38) month follow-up period, two (2) patients experienced stiffness requiring lysis of adhesions. Source: werner, brian c., et al. "Prosthetic humeral head center of rotation shift from ideal is associated with inferior clinical outcomes after anatomic total shoulder arthroplasty." Seminars in arthroplasty: jses. Vol. 31. No. 4. Wb saunders, 2021.